Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. It was noted the setscrew was backed out too far. Final device analysis of the lead revealed the following: the insulation was separated at the butt joint on the distal side of the #0 connector. Also circuit #3 was an open circuit and there was a short circuit between the #0 and #2 contacts.

Event description:
It was reported the lead would not advance into the implantable neurostimulator (ins) for the stage 2 implant the day of report. It was stated they ins was changed out and they still couldn¿t get the lead to advance completely. It was noted the sheath that covered the lead was pulled away from the electrode wiring and the wiring was exposed. Reportedly, the healthcare provider was going to implant a new lead and the patient¿s outcome at the time was unknown. It was later reported the lead had been implanted on (B)(6) 2014 and it was explanted on (B)(6) 2014. It was stated the lead would not advance into the battery head and the lead sheath pulled away. It was noted the reason for removal was due to breakage of the lead. Reportedly, the device was not used in the patient and there was no injury to the patient. Additional information stated the patient was implanted with a new lead and their outcome was successful. It was reported the patient was doing well with satisfactory efficacy.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3889, lot# unknown, product type lead; product ID 3889-28, lot# va0h0k4, implanted: (B)(6) 2014, product type lead; product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0h0k4, implanted: (B)(6) 2014, product type lead. (B)(4).